Event description:
It was reported that the catheter ruptured. This occurred during use. There was patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
B3: month and year of event have been provided; day is unknown. Used samples (epifuse connector/ flat filter / filter cover / epidural catheter) were returned. Item # kit: nce6688jp /component (catheter): 007/377/418 lot # kit : 240515 / component(catheter): 4435942 upon inspection, the catheter was found to have stretched over a length of approximately 12 cm from the end. The length of the catheter was measured and found to be only approximately 72.5 cm. The fracture surface was lemon-shaped and showed traces of having been cut with scissors. The reported event was confirmed. As a result of the investigation, it was determined that the cause of this event was the scissors coming into contact with the catheter while the product was being used. Review of manufacturing records, relevant to the lot received, found no discrepancies or anomalies.